Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implants dislocated and caused a tibial fracture to patient. Femur revised to srom hinge and new mbt thick tray. Sleeve and stem were implanted. Patient came to the emergency room on (B)(6) 2018 with dislocation and fracture. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.